Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker was taped to the outside of this patient's body and was being used for external pacing due to an infection from months ago. This device is no longer being utilized and another pacemaker was successfully implanted in this patient.